Manufacturer narrative:
(B)(4). Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) stated that their mini cap came off and wanted to know what to do. The baxter technical service representative (tsr) advised hp to contact his nurse for instructions. The hp would call his nurse. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the mini cap falling off transfer set. The hp was unsure why the mini cap came off the transfer set. The hp placed a new mini cap on transfer set and saw his nurse the next day. The nurse put on a new transfer set and the hp has been continuing therapy with no further issues. All supplies have been discarded and the lot numbers are unknown. The hp was already on antibiotics due to sores on his stomach. The hp does not believe that it is pd related. The sores are reported to be about 6 -7 inches away from the catheter exit site. The hp is seeing a medical doctor for the sores. No further information.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown; therefore, a batch review could not be performed. Should additional information become available a follow-up report will be filed.